Event description:
Leica biosystems (lbs) received a complaint of underprocessed tissue. On (B)(6) 2025, the complainant provided the following information to lbs, "there was 1 case that we were not able to get a definitive diagnosis. I have not heard if they are going to re-biopsy or not though. I can make sure to let you know once I know more." On (B)(6) 2025, the lbs field applications specialist (fas) investigating this event with the complainant received the following update, "the supervisor just sent me an update. There were actually 2 cases that were unable to be diagnosed, and they are going to re-biopsy." The following is the full patient identifier information for importer MDR (B)(4): female/67 su25:cm:3233. Refer to importer MDR (B)(4) for information on the second patient case impacted.